Event description:
The customer's mother reported via phone callt hat the customer experienced high blood glucose. The mother stated the customer's blood glucose rose to 528 mg/dl. It was also found the customer received a no delivery alarm while they were at school. The mother has attempted to correct the customer's blood glucose, but it would not decline. Troubleshooting did not occur as the customer was at school. The mother declined to have the insulin pump replaced. The insulin pump will not be returned for analysis.